Manufacturer narrative:
A1: patient information is not available e: initial reporters name and contact information is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient was admitted with combined cardiogenic and septic shock an st-elevation myocardial infarction. The ejection fraction (ef) is severely impaired. The right coronary artery (rca) left circumflex artery (lcx) and left anterior descending artery (lad) are occluded. Angiography of the femoral arteries shows severe bilateral kinking. Due to severe bilateral vessel kinking, right femoral access was selected as no viable access was available on the left side. During advancement of a 25 cm 14f peel-away sheath, resistance was encountered and further advancement was not possible. Fluoroscopic imaging demonstrated kinking of the sheath secondary to patient anatomy. The images were reviewed. The physician required an additional 25 cm sheath and therefore opened a new set. From this set, the sheath kit and a 0,018 guidewire were utilized. Using this approach, the impella device was successfully inserted via the right femoral access and positioned in the left ventricle (lv).

Manufacturer narrative:
Corrected information was provided in g2. Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in h1. Upon review, the type of reportable event has been updated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the failure to advance was patient condition related as patient had tortuous vessel anatomy. The cause of the product damage was patient condition related as clinical details noted kinking of sheath second to patient's bilateral kinking and tortuosity of vessels observed on imaging.